Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien field service engineer (fse) was called to upload the software. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator generated a communication malfunction. There was no patient involvement.